Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early battery depletion. It was also reported that the left ventricular (lv) lead threshold was very high. Therefore the crt-d device was removed and replaced with a new device and the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we received performance data collected from the device and have analyzed the date. No anomalies were found. Concomitant product: 6947 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).